Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted two sets of setscrewmarks on the proximal connector. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information noted that a system revision took place and it was still not possible to reproduced noise with manipulation but it was possible to reproduced noise at the level of the insertion of the electrode and the device header. Ts suggested to verify that device was inside the pocket with contact with the patient skin repeating this testing. It was noted that in this case noise was no more present and all manipulation, tractions and torsion of the lead were not revealing observed noise. Ts suggested to verify also potential traction of the lead inside the suture sleeve and verify if noise is present in the same morphology observed during episodes. The field clinical engineer will updated ts with results after the revision. Additional information noted that a revision took place due to artifacts, noise and undersensing resulting in inappropriate shock therapy. During the procedure snapshots were made and the data was uploaded for review by ts once again. Intraoperative the connection was checked and it as noted that the connected was normal. No visual signs of damage was noted on the electrode. It was noted that there was slight migration of the device. The system was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient received five inappropriate shocks as well as a few untreated episodes were noted. An inquiry regarding if the shocks were appropriate or inappropriate was made. In addition noise artifacts were seen at a follow up. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted that normal sensing was seen with lower amplitudes. It was noted that there was sudden mechanical noise recorded with non-cardiac signals leading to oversensing and inappropriate therapy. Further review of the episodes showed similar noise with the treated and the untreated episodes with high shock impedance measurements but these were not out of range. Ts discussed that smart pass episodes occurred due to low amplitudes recorded during a noise episode. Further investigation was needed to determine the root cause of this issue. A review of the x-ray images showed that the electrode was correctly inserted into the device header. Ts discussed that another note from the lateral x-ray picture is providing potential rational for the high shock impedance observed since implant time and most likely associated with some fat below the coil. It is possible also that the lead pin in the header is moving under strong traction from the normal location we see at rest and create an intermittent contact. Ts discussed manipulation maneuvers to be performed. It was noted that noise could not be reproduced with manipulation maneuvers.

Event description:
It was clarified that the noise led to 3 inappropriate shocks and 2 untreated episodes.